Event description:
A customer reported that the t:slim x2 pump battery would not charge. After troubleshooting with the use of the original charging supplies, the pump began charging successfully. There was no adverse impact to the customer¿s blood glucose level, and no further assistance was required.